Manufacturer narrative:
Upon receipt, the lead was found cut approx. 29 cm proximal to the lead tip. Only the distal fragment was received for analysis. It is reasonable to assume that the lead was cut during the explantation procedure. The performance of the lead fragment was scrutinized. The analysis of the lead fragment demonstrated a rubbed through insulation approx.28 cm proximal to the lead tip as mentioned in the complaint description.based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Interaction between the lead body and the generator housing or a nearby lead should be taken into consideration. The cuts in the insulation occurred most likely during the explantation procedure. Blood penetrated the lead. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This ra lead was explanted and replaced due to possible insulation damage caused by it rubbing against the rv lead. This caused inappropriate charges on the device. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.